Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high capture threshold, low pacing impedance, and noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspects that the cause was due to the patient weightlifting. There is no allege malfunction against the rv lead. The rv lead was capped and replaced to resolve the event. Following the procedure a hematoma occurred and a pocket revision was carried out. The patient was stable and will continue to be monitored.